Event description:
It was reported that the cassette was not attached properly. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was a defective dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.